Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the 512sd trocar leaked after inserting an olympus optical device. Another instrument was used to complete the case. There was no consequence to the pt.